Event description:
Customer reported that the touchscreen was sometimes unresponsive or slow. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and a callback, and no action was required as a resolution.